Event description:
It was reported that during the stent implantation procedure, physician decided to build the access using the guidewire. While taking the first guidewire out of the packaging its tip was found missing. On replacing it with the second guidewire physician found the tip of the guidewire kinked. It was replaced with the subject guidewire and while delivering it during blood vessel selection, the tip of the subject guidewire was fractured. A snare device was used to extract the broken part. No extra force was applied by the physician neither the guidewire was over rotated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire ptfe coating was examined under magnification and there was evidence of scraping of the ptfe from the proximal end towards the distal end in several places to approximately 35cm from the proximal end. The guidewire was noted to be broken/fractured at 184.2cm from the proximal end. The distal tip was not returned. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and no anomaly was noted. The nitinol tubing proximal bond was in place. Functional testing was not required as the reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no any resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, there was no friction/resistance encountered during the procedure and the patient¿s anatomy was not tortuous. The guidewire broke during the procedure inside the patient in the blood vessels selection, the snare was planned to be used during the procedure, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, a microcatheter was used in the procedure and there was no allegation against the microcatheter. Analysis of the returned device found the guidewire was broken/fractured and was not returned. It is probable that the device fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident in several sections from the proximal end. It is probable the ptfe coating became scraped off of the guidewire with the insertion tool and/or torque device brass collet however as neither of these were returned with the complaint device this cannot be confirmed. Therefore a cause of 'undeterminable' has been assigned to the as analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the stent implantation procedure, physician decided to build the access using the guidewire. While taking the first guidewire out of the packaging its tip was found missing. On replacing it with the second guidewire physician found the tip of the guidewire kinked. It was replaced with the subject guidewire and while delivering it during blood vessel selection, the tip of the subject guidewire was fractured. A snare device was used to extract the broken part. No extra force was applied by the physician neither the guidewire was over rotated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.